Event description:
During the implant procedure, the helix did not retract properly. Therefore, the lead was not implanted.

Event description:
During the implant procedure, the helix did not retract properly. Therefore, the lead was not implanted.

Manufacturer narrative:
October 27, 2009the helix would not retract properly during implant procedure. A response from the manufacturer is pending. Lead was not returned.

Manufacturer narrative:
(B) (4). The helix would not retract properly during implant procedure. A response from the manufacturer is pending. Since the device was not returned, the device history records were reviewed. The records did not reveal any abnormalities. No final conclusion can be drawn. (B) (4): lead was not returned.